Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having adhesive issues with their infusion set. The customer stated the infusion set would not stick when it was exposed to moisture. Customer also reported their blood glucose was over 600 mg/dl. Customer was advised of the practices to improve adhesion. The insulin pump will not be returned for analysis.